Manufacturer narrative:
The device was returned for eval. The prod appeared to perform as expected during testing and no problem was found with the test strips when testing with control solution. The bg meter board was tested on the production diagnostic fixture and was found to be within normal specs, matching the values programmed into the meter at initial production programming. No test strips were returned by the customer, therefore no comparative testing could be performed on the user's strips. The root cause of the reported event could not be determined. Eval of the device did not indicated any failure of the prod.

Event description:
Customer's father called to report that his daughter went into insulin shock on friday and ended up going to ER. He said that once she was unconscious, he took her bg (before they went to hosp) on pdm and her bg read 270. They were at the hosp 15 min later and her bg reading on the hosp meter was 44. She stayed at the hosp for a few hrs until they had stabilized her bg's and then she was sent home that night. Here's her big/insulin history for that day : (see scanned table). The pod was removed on the way to the hosp. The father thinks that there's a problem with the bg meter which may have caused an over-bolus due to an erroneous reading. Customer said his daughter would go back on omnipod and do some bg comparisons and keep a close monitor.